Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pca administration set was cracked. The following information was provided by the initial reporter: reported issue: cracked tubing connector.

Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Evaluation of the submitted sample shows that the female luer adapter connector is cracked with a portion of the connector missing. The missing portion of the female luer connector is on the body of the connector that would interact with a corresponding male luer connection. No other issues were found on the extension set. A device history record review for model 30873 lot number 21065581 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 08jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint could not be fully determined.

Event description:
It was reported that the bd alaris pca administration set was cracked. The following information was provided by the initial reporter: reported issue: cracked tubing connector.